Event description:
The customer reported that during a diagnostic colonoscopy, one of the internal component wires (that controls the knobs that go up and down and left and right) of the evis exera iii colonovideoscope got broken and it got curled up inside the colon. Thus, the scope could not be straightened in order to be safely removed from the patient. The scope can be moved left to right but could not be straightened out and withdrawn. The issue was reportedly a mechanical malfunction. The procedure was converted to an "exploratory laparoscopic" case, which was performed open. There was no further patient impact reported due to the event.